Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redw2590 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter ((B)(4)) in patient from neurosurgery department leaked fluids from the portion 1.5 cm beneath the wing three days after the placement. During catheter flushing, the fluids spouted from the catheter and blood could not be drawn. Normal infusion and blood draws could not be performed with the catheter. Therefore, a new catheter was placed in the patient.

Event description:
It was reported that the catheter (4134115) in patient from neurosurgery department leaked fluids from the portion 1.5 cm beneath the wing three days after the placement. During catheter flushing, the fluids spouted from the catheter and blood could not be drawn. Normal infusion and blood draws could not be performed with the catheter. Therefore, a new catheter was placed in the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed but the cause is unknown. A video of an implanted 4fr s/l per-q-cath was returned for evaluation of this event. In the video, the catheter was flushed with a clear liquid. During infusion, a spraying leak could be seen emanating from the catheter, just distal of the molded suture wings. No specific visual characteristics about the leak site could be ascertained from the video. Although a leak could be confirmed, the exact cause could not be determined at this time from the returned video. Possible contributing factors could include damage from the inlaid stylet, sharp instrument damage, burst due to over-pressurization, tensile (pulling) damage, or material fatigue. H3 other text : evaluation findings are in section h.11.